Manufacturer narrative:
Citation: clerfond, g. Md. Comparison of outcomes after one-versus-two transcatheter aortic valve implantation during a same procedure (from the (B)(6) registry). American journal of cardiology; (2015) 115(9):1273-80 doi 10.1016/j.amjcard.2015.01.560 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding outcomes after one verses two implantations of a transcatheter bioprosthetic aortic valve. All data were collected from multi-center, multi-country between 2010 and 2011. The study population included 72 patients, which were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic valve. The study population was predominantly male; mean age 82.3 ± 6.3 years. Serial numbers not provided. Among all patients, adverse events included: valve mispositioning, valve dislodgement, valve-in-valve, regurgitation/paravalvular leak (pvl) and electrocardiogram (ECG) changes treated with permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.